Event description:
It was reported that a diagnostic aortic angiogram was performed using a 6f sheath. After the diagnostic procedure, suture placement was successful in the right common femoral artery using the perclose technique prior to an interventional procedure. Reportedly, there was difficulty removing the perclose proglide device after suture placement. The patient was taken to surgery where it was observed that the suture had caught on the guide wire. The suture was cut and the perclose proglide device was removed. Hemostasis was achieved surgically. General anesthesia was used during the surgical procedure. The patient was hospitalized one extra day due to the surgical procedure. It was reported that the physician is trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps. This code is used to address deployment of the device without removing the guide wire. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Reportedly, the device was deployed with the guide wire in place. The proglide instructions for use instructs the user to remove the guide wire before deploying the suture. Based on the information reviewed, there is no indication of a product deficiency.